Event description:
It was reported that stent damage post-deployment occurred requiring additional intervention. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The target lesion was located in the left main artery. A 3.00 x 48mm synergy xd drug-eluting stent was successfully deployed. Following post-dilation with a 4.5 mm non-boston scientific balloon, a significant longitudinal deformation was observed with the implanted stent. The deformed stent was subsequently covered with a non-boston scientific stent, and the procedure was completed. No patient complications were reported, and the patient was fully recovered.

Manufacturer narrative:
Investigation results: device analysis findings: the device was implanted and will not be returned; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: the conclusion code of adverse event related to procedure was selected. This code was selected as the most probable complaint cause based on the information available. The product record review confirmed that this is not a new failure type, and the risk is anticipated. It was reported that stent damage post-deployment occurred requiring additional device. The complaint device was not returned to the complaint investigation site (cis) for analysis therefore reported allegation could not be confirmed. Based on the medical review task conducted for this complaint, the reported clinical event is anticipated per the instructions for use (IFU). Based on the event description and information available, the result of a combination of procedural factors and interactions with other ancillary devices used during the procedure or excessive force being applied during the procedure, most likely led to the reported stent damage which required additional intervention.

Event description:
It was reported that stent damage post-deployment occurred requiring additional intervention. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The target lesion was located in the left main artery. A 3.00 x 48mm synergy xd drug-eluting stent was successfully deployed. Following post-dilation with a 4.5 mm non-boston scientific balloon, a significant longitudinal deformation was observed with the implanted stent. The deformed stent was subsequently covered with a non-boston scientific stent, and the procedure was completed. No patient complications were reported, and the patient was fully recovered.